Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 3.5, lab: 5.5. Tests done within an hour of each other. Patient's target therapeutic range is 2.0-3.0. Patient's son alleges that meter results have consistently been lower than lab results for a while. Patient's son states that patient is very fragile and bruises easily. He says that she has a lot of bruising and that her scab kept bleeding. Patient was given vitamin k.

Manufacturer narrative:
Investigation pending.